Event description:
It was reported to nova biomedical that a consumer received a result of 57 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 22 mg/dl. During troubleshooting, the test strips were determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.